Manufacturer narrative:
Investigation findings: during an evaluation the customer's problem of self activation was confirmed. An investigation is in process. There have been no reported injuries associated with this failure mode.

Event description:
During a surgical procedure the device was in the oscillate mode and connected to the footswitch when it started on its own. There was no report of injury or delay. The surgery was completed with another unit.